Event description:
During t2 recon nail surgery, the surgeon placed guide wire into the pt bone. Afterwards, the surgeon found that the guide wire broke when inserting with the one step conical reamer. The surgeon removed the broken guide wire and the procedure was completed.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.